Manufacturer narrative:
Investigation included user troubleshooting and education, assessment of use-related factors, and replacement of affected disposable supplies. Investigation of this case revealed a suspected leak at the cartridge interface consistent with a device component or assembly issue, though specific lot information was not available at the time of the call. It was concluded that the event was related to insulin delivery interruption due to a suspected cartridge connection leak and that user education and replacement supplies were appropriate corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced repeated hyperglycemia and visible insulin leakage from the cartridge connection on the ilet system, with insulin found on bedding and the user attributing the issue to the connector entering the cartridge; alerts reportedly included a 401 notification and the user was using subcutaneous insulin from a pen. Symptoms included high blood glucose. Outcomes included interference with daily activities and work responsibilities.